Event description:
It was reported that t-wave oversensing was noted on the right ventricular lead. Reprogramming was performed and the lead remains in use. It was also noted that during a hall walk test, the electrogram had missing markers. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d314trg ICD, (B)(6) 2013. (B)(4).